Manufacturer narrative:
Medtronic received the following information from the journal article entitled; long-term results of 180 consecutive patients with abdominal aortic aneurysm treated with the endurant stent graft system https://doi.org/10.1016/j.avsg.2020.02.020, authors: glen l. Benveniste, richard tjahjono, oliver chen, hence jm. Verhagen, dittmar böckler and ramon l. Varcoe, annals of surgery, 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts in were implanted in patients for endovascular aortic repair. The following events were reported: malfunction: type ia endoleak type iii endoleak type ib endoleak.